Event description:
Robotic harmonic instrument tip broke off during operative procedure. Broken piece retrieved and placed in specimen cup then put in a labeled bag with the robotic harmonic instrument.